Event description:
A ventilator was returned to a third-party service center for service due to an allegation that the device is not delivering pressure. There was no harm or injury reported. The device evaluation has yet to begin. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.